Event description:
It was reported that this patient is experiencing a loose ankle. The revision has not occurred yet, but the surgeon believes one will be needed.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the loosening reported may have been the result of an insufficient bond between the implants and the bone. However, this cannot be confirmed as the devices were not available for evaluation and x-rays were not provided.